Event description:
It was reported that during a ptca/ stenting treatment procedure, balloon rupture, sub optimal stent deployment and balloon removal difficulties were encountered and were complicated by a vessel dissection proximal to the stent implantation site. The lesion being treated was a severly stenotic lesion in the marginal branch of a very tortous left circumflex (lcx) coronary artery. A maverick 2.5/8 mm balloon was inflated to 6 atms to predilate the lesion for placement of the liberate bare monorail 12/2.50 mm stent. The liberte stent delivery system was advanced to the target lesion and the balloon was inflated to 14 atms. The physician met resistance when he attempted to retract the balloon catheter after the initial predilatation inflation. The angiography showed severe residual stenosis in the middle segment of the implanted stent and at the time the proximal portion of the balloon catheter shaft fractured. After several maneuvers to retract the balloon catheter that was affixed to the stent, the physician was successful in removing the balloon catheter through the guide catheter. The stent remained at the target lesion, but demonstrated sub optimal deployment as well as a dissection in the proximal coronary artery with timi iii flow. At this time the procedure was discontinued to prevent additional complications.

Event description:
It was further reported that the pt was asymptomatic during the event and the current status is 'well'.